Event description:
New information received notes that the complaint of far r oversensing was on the atrial lead. There was no issue noted on the ICD. Programming changes were made.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited far r oversensing. No intervention was done. The patient was stable.